Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope gave an error e315. In addition, the connector for the water bottle came off. This occurred during a procedure. Patient was not under sedation and the procedure was completed using another device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The e315 error was a result of a defective plug unit and printed circuit boards, and the water bottle connector was loose because of degradation. Other findings include a greater than standard angle torque of the upward/downward angulation control knob (>85cn/m), a corroded suction connector and circuit board unit because of a water leakage, damage to switch buttons 1 and 2, a scratch on the universal cord and the objective lens, the angles were insufficient and had play, a discolored leakage check label, and the light guide lens was damaged and wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the device. It caused an abnormality in electrical components and error message was displayed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.